Manufacturer narrative:
The axium prime coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil would not detach with using instant detacher. The patient underwent coiling treatment of a small unruptured saccular aneurysm located in left middle cerebral artery. It was reported that axium prime coil was inserted through microcatheter and the coil was detached without any problem. After detachment, when the physician pulled back the delivery wire and the coil started to drag with delivery wire. No patient injury was reported.

Manufacturer narrative:
The axium prime coil was not returned for evaluation as the coil was implanted in the patient, and the pushwire was discarded. Although the customer did not return the axium prime coil, three images were provided. Based on the provided image reviews and on the reported event details, the clinical observation of ¿non-detachment¿ could not be confirmed. The customer failed to detach the axium prime coil per the axium prime coil instructions for use (IFU) as no instant detacher was utilized during the event. In addition, the customer reported that they verified detachment of the axium prime implant coil under fluoroscopy. The axium prime coil instructions for use (IFU) directs the user to verify the detachment of the implant coil by pulling the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant coil detachment. It is possible that the customer inadvertently moved the pushwire distally causing the axium prime coil to become stuck on the pushwire and causing the implant coil to pull back as reported during the event. In regards to the issue of ¿coil loop in parent vessel¿ was confirmed. The images provided appeared to show a portion of the implant coil outside of the target location. It is likely that the coil ¿hooking¿ on the pushwire prior to its removal from the aneurysm led to the reported event. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿the axium prime detachable coil consists of a platinum embolization coil attached to a composite implant delivery pusher with a radiopaque positioning marker and a hand-held i.d. (Instant detacher) which when activated detaches the coil from the delivery pusher tip. Directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.